Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/ lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic got torn off during insertion of a preloaded model intraocular lens (iol) into patient's left eye. Iol was fully inserted into patient's eye. Incision was enlarged to remove the lens and new iol of same model and diopter was implanted into patient's eye. There was no patient injury and no medical/ surgical interventions other than incision enlargement were done. No further information available.